Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported that they thought they screwed up with their ins yesterday at the dentist appointment because they forgot to turn it off and the same night of the dentist appointment , they "flooded" herself". No further complications were noted or anticipated